Event description:
It was reported that the 840 ventilator failed the battery test. The ventilator was not in use on a patient at the time the event occurred. The technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended replacing the battery pack. Customer was instructed to call back if the recommendation did not correct the failure. Covidien was not authorized to service the device.